Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w: 2.8 c. Pump passed the displacement test. Unit was received with missing battery cap contact, scratched case and minor scratched lcd window. No crack on lcd window noted.